Manufacturer narrative:
An authorized service provider confirmed error code 1124 ("check vent: internal battery failed") upon evaluating the device and analyzing event logs. Engineering confirmed the malfunction, determining that replacement of the lithium-ion battery is required to restore normal operation.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that there was an error code 1124 check vent: battery failed message that occurred. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) has assessed the device and validated the reported issue; although the details were unclear, there is a request for check and repair. The device kept operating. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
E: (B)(6). Institution phone:(B)(6). Reporter phone: (B)(6).